Event description:
An optometrist reported dry eye at three month bilateral lasik post op visit. Patient was self-medicating with a corticosteroid drop. Additional information indicates surgeon prescribed patient cyclosporine opthalmic emulsion, an antibiotic/steroid combo drop and artificial tears. There was some interface haze and blurry vision associated with dryness. This has all improved. There are two medical device reports associated with this event. This report references the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).